Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a computer was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has been received by the manufacturer for evaluation but the results are not available yet.

Event description:
A medtronic representative reported that while outside of procedure, the navigation system became unresponsive after attempting to load an exam from cd. It was reported that when booting, the system would freeze on medtronic logo screen and both monitors display zigzag lines. There was no patient present at the time of the issue.

Manufacturer narrative:
The analysis of the computer for the navigation system was completed by medtronic personnel. Testing found that the video graphics card was at fault during phd testing. Once a new video card was installed, the unit functioned as designed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.